Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect, intermittent shocking in her neck, and suspected battery depletion. The pt had a severe bend in the anatomy of her neck toward the left shoulder. During a procedure for exploratory surgery and a routine replacement of the implanted neurostimulator, it was discovered the extension-lead connection had fallen below the ear into the soft tissue of the neck and appeared to be bending with the pt's neck bend. Impedances measured >2,000 ohms (current at 16). Electrode impedances were >2,000 ohms for all combinations (current <12). It was discovered that about 5-10 mm above the extension-lead connection site, the sheathing around the lead had been damaged, exposing wires that appeared to be only partially connected and frayed. The extension and implanted neurostimulator were both explanted. The physician felt it was not necessary to implant a new system. The physician cut the lead and closed the incision, leaving the lead implanted. Additional info has been requested but was not available as of the date of this report.